Event description:
This case was initially received via regulatory authority (food and drug administration, reference number: mw5038930) on 16-mar-2015. The most recent information was received on 31-jan-2018. This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ("heavy periods, passing clots / abnormal bleeding (menorrhagia)") and genital haemorrhage ("excessive bleeding") in a (B)(6) female patient who had essure (batch no. 626219) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multigravida, parity 3 (delivery dates: (B)(6) 2004; (B)(6) 2006; (B)(6) 2007.), miscarriage in 2002, hyperemesis (2004, 2006, 2007), migraine in 2007, sciatic neuralgia (2004, 2006, 2007), c-section, menstrual flow excessive and nausea. Previously administered products included for birth control: nuvaring from (B)(6) 2006 to (B)(6) 2007. Concomitant products included ondansetron (zofran) from 2006 to 2007. On (B)(6) 2008, the patient had essure inserted. In 2008, the patient experienced weight increased ("weight gain"). In 2010, the patient experienced migraine ("migraines/migraines/headaches/migraines every month, corresponding with menstrual cycle"), vaginal haemorrhage ("abnormal bleeding (vaginal menorrhagia)"), fatigue ("fatigue"), arthralgia ("severe and persistent pain ¿ joints/ chronic joint pains (hips knees, back)/general joint pain") and nausea ("nausea"). On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), anaemia ("problems with anemia / had excessive bleeding and began having problems with severe anemia"), pelvic pain ("pelvic pain"), dysmenorrhoea ("painful menstruation/dysmenorrhea (cramping)"), pain ("full body aches/physical pain/pain"), allergy to metals ("metal sensitivity/nickel allergy") with urticaria, bacterial vaginosis ("bacterial vaginosis") with vaginal discharge, gait disturbance ("walked like a (B)(6) women"), alopecia ("hair loss on my head"), hirsutism ("excessive hair on my face"), acne ("deep systemic acne"), tremor ("hand tremors"), abdominal distension ("belly bloat"), frustration tolerance decreased ("frustration"), abdominal pain lower ("horrible cramping"), joint stiffness ("stiffness of my joints"), grip strength decreased ("not able to hold pencil in my left hand without shaking so bad I dropped it"), ovulation pain ("stabbing pain I felt once a month/ pain that doubled me over/it always occured when I was ovulating"), dyspareunia ("dyspareunia"), hypoaesthesia ("numbness in her legs") and vitamin d deficiency ("vitamin d deficient"). The patient was treated with iron, promethazine (phenergan), diphenhydramine hydrochloride (benadryl itch) and surgery (salpingo-oophorectomy; hysterectomy). Essure was removed on (B)(6) 2015. At the time of the report, the menorrhagia, anaemia, pelvic pain, dysmenorrhoea, pain, vaginal haemorrhage, allergy to metals, weight increased, bacterial vaginosis, gait disturbance, alopecia, hirsutism, acne, tremor, abdominal distension, frustration tolerance decreased, abdominal pain lower, joint stiffness, grip strength decreased, nausea, ovulation pain, dyspareunia, hypoaesthesia and vitamin d deficiency outcome was unknown and the migraine, fatigue and arthralgia was resolving. The reporter provided no causality assessment for dysmenorrhoea with essure. The reporter considered abdominal distension, abdominal pain lower, acne, allergy to metals, alopecia, anaemia, arthralgia, bacterial vaginosis, dyspareunia, fatigue, frustration tolerance decreased, gait disturbance, genital haemorrhage, grip strength decreased, hirsutism, hypoaesthesia, joint stiffness, menorrhagia, migraine, nausea, ovulation pain, pain, pelvic pain, tremor, vaginal haemorrhage, vitamin d deficiency and weight increased to be related to essure. The reporter commented: following essure removal: migraines stopped or lessened dramatically (one per month instead of 27 days per month), fatigue lessened, severe and persistent joint pain lessened. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was (B)(6). X-ray - in (B)(6) 2008: fully blocked both sides current weight: (B)(6). ¿concerning the injuries reported in this case, the following ones were reported via social media: menorrhagia; hemorrhagic anemia (confirming anemia); pelvic pain; migraine; gait disturbance; alopecia, acne, hirsutism, tremor, abdominal distension, frustration tolerance decreased; abdominal pain lower; joint stiffness; grip strength decreased and ovulation pain .¿ quality-safety evaluation of ptc: final assessment: lot number 626219, production date: (B)(6) 2007 expiration date: 10/2009. Since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to look for any manufacturing deficiencies. In this case, we conducted a review of the manufacturing batch record and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. We are unable to confirm any quality defect or device malfunction at this time. No new failure mode has been identified. Medical assessment: this ptc was initiated due to a request for confirmation of quality. The reported medical events considered related are not indicative of a quality defect per se. 3 further ae case reports have been received to date in relation to the reported batch, but none of the cases refer also to a similar adverse types of events. No batch signal could be identified. The batch documentation of the reported batch was reviewed. No complaint sample was provided for further technical investigation. The technical assessment concluded unconfirmed quality defect. In summary, there is no reason to suspect a causal relationship to a potential quality deficit based on this report. Most recent follow-up information incorporated above includes: on 31-jan-2018: the case was upgraded in the incident category. This case concerns (B)(6) patient. Her demographics were updated. Historical condition; historical medications were added. Lab data was added. Essure explantation date was added. Her concomitant/treatment medication were added. Following events were added: migraines/headaches, abnormal bleeding ( vaginal menorrhagia), fatigue, hives metal sensitivity , dysmenorrhea (cramping),dyspareunia, nausea, nickel allergy, pain, hives on legs and arms, vaginal discharge, weight gain and bacterial vaginosis. Excessive bleeding (corresponding my menstrual cycle)/menorrhagia (bleeding thought a super plus tampon ever hour for first 48 hours); pelvic pain(cramps and aching); walked like a (B)(6) women; hair loss on my head; excessive hair on my face; deep systemic acne; hand tremors; belly bloat; frustration; cramping; stiffness of my joints; not able to hold pencil in my left hand without shaking so bad I dropped it. Essure legal manufacture has changed from bayer healthcare, llc, milpitas to bayer pharma ag, berlin, and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type ¿initial¿ indicates here initial submission by the new legal manufacturer only. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Case was initially received via regulatory authority (food and drug administration, reference number: mw5038930) on 16-mar-2015. The most recent information was received on 10-oct-2018. This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ("heavy periods, passing clots / abnormal bleeding (menorrhagia)") and genital haemorrhage ("excessive bleeding") in a 32-year-old female patient who had essure (batch no. 626219) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multigravida, parity 3 (delivery dates: (B)(6) 2004; (B)(6) 2006; (B)(6) 2007.), miscarriage in 2002, hyperemesis (2004, 2006, 2007), migraine in 2007, sciatic neuralgia (2004, 2006, 2007), multiple caesarean sections (in 2004, 2006 and 2007), menstrual flow excessive, nausea and d & c on (B)(6) 2015. Previously administered products included for birth control: nuvaring from (B)(6) 2006 to (B)(6) 2007. Past adverse reactions to the above products included pregnancy with nuvaring. Concomitant products included ondansetron (zofran) from 2006 to 2007. On (B)(6) 2008, the patient had essure inserted. In 2008, the patient experienced weight increased ("weight gain"). In 2010, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), migraine ("migraines/migraines/headaches/migraines every month, corresponding with menstrual cycle"), vaginal haemorrhage ("abnormal bleeding (vaginal menorrhagia)"), fatigue ("fatigue"), allergy to metals ("metal sensitivity/nickel allergy") with urticaria, arthralgia ("severe and persistent pain ¿ joints/ chronic joint pains (hips knees, back)/general joint pain"), bacterial vaginosis ("bacterial vaginosis") with vaginal discharge and nausea ("nausea"). In 2012, the patient experienced dyspareunia ("dyspareunia/ dyspareunia (painful sexual intercourse)"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), haemorrhagic anaemia ("problems with anemia / had excessive bleeding and began having problems with severe anemia"), pelvic pain ("pelvic pain/ pelvic pain ( cramps, aching)"), dysmenorrhoea ("painful menstruation/dysmenorrhea (cramping)"), pain ("full body aches/physical pain/pain"), gait disturbance ("walked like a 75 year old women"), alopecia ("hair loss on my head"), hirsutism ("excessive hair on my face"), acne ("deep systemic acne"), tremor ("hand tremors"), abdominal distension ("belly bloat"), frustration tolerance decreased ("frustration"), abdominal pain lower ("horrible cramping"), joint stiffness ("stiffness of my joints"), grip strength decreased ("not able to hold pencil in my left hand without shaking so bad I dropped it"), ovulation pain ("stabbing pain I felt once a month/ pain that doubled me over/it always occured when I was ovulating"), hypoaesthesia ("numbness in her legs"), vitamin d deficiency ("vitamin d deficient") and pruritus ("itching in legs"). The patient was treated with iron, promethazine (phenergan), diphenhydramine hydrochloride (benadryl itch) and surgery (salpingo-oophorectomy; hysterectomy, salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2015. At the time of the report, the menorrhagia, genital haemorrhage, haemorrhagic anaemia, pelvic pain, dysmenorrhoea, pain, vaginal haemorrhage, allergy to metals, weight increased, bacterial vaginosis, gait disturbance, alopecia, hirsutism, acne, tremor, abdominal distension, frustration tolerance decreased, abdominal pain lower, joint stiffness, grip strength decreased, nausea, ovulation pain, dyspareunia, hypoaesthesia, vitamin d deficiency and pruritus outcome was unknown and the migraine, fatigue and arthralgia was resolving. The reporter provided no causality assessment for dysmenorrhoea with essure. The reporter considered abdominal distension, abdominal pain lower, acne, allergy to metals, alopecia, arthralgia, bacterial vaginosis, dyspareunia, fatigue, frustration tolerance decreased, gait disturbance, genital haemorrhage, grip strength decreased, haemorrhagic anaemia, hirsutism, hypoaesthesia, joint stiffness, menorrhagia, migraine, nausea, ovulation pain, pain, pelvic pain, pruritus, tremor, vaginal haemorrhage, vitamin d deficiency and weight increased to be related to essure. The reporter commented: following essure removal: migraines stopped or lessened dramatically (one per month instead of 27 days per month), fatigue lessened, severe and persistent joint pain lessened. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 32.3 kg/sqm. X-ray - in (B)(6) 2008: fully blocked both sides. Current weight: 240. ¿concerning the injuries reported in this case, the following ones were reported via social media: menorrhagia; hemorrhagic anemia (confirming anemia); pelvic pain; migraine; gait disturbance; alopecia, acne, hirsutism, tremor, abdominal distension, frustration tolerance decreased; abdominal pain lower; joint stiffness; grip strength decreased and ovulation pain .¿ quality-safety evaluation of ptc: final assessment: lot number 626219, production date: 11/2007, expiration date: 10/2009. Since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to look for any manufacturing deficiencies. In this case, we conducted a review of the manufacturing batch record and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. We are unable to confirm any quality defect or device malfunction at this time. No new failure mode has been identified. Medical assessment: this ptc was initiated due to a request for confirmation of quality. The reported medical events considered related are not indicative of a quality defect per se. 3 further ae case reports have been received to date in relation to the reported batch, but none of the cases refer also to a similar adverse types of events. No batch signal could be identified. The batch documentation of the reported batch was reviewed. No complaint sample was provided for further technical investigation. The technical assessment concluded unconfirmed quality defect. In summary, there is no reason to suspect a causal relationship to a potential quality deficit based on this report. Most recent follow-up information incorporated above includes: on 10-oct-2018: plaintiff fact sheet received. Patient¿s relevant history updated. Event itching in legs was added. Essure legal manufacturer has changed from bayer healthcare, llc, milpitas to bayer pharma ag, berlin, and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type ¿initial¿ indicates here initial submission by the new legal manufacturer only. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This case was initially received via regulatory authority (food and drug administration, reference number: (B)(4) on 16-mar-2015. The most recent information was received on 18-feb-2019. Quality-safety evaluation of ptc: final assessment: lot number 626219, production date: 11/2007, expiration date: 10/2009. Since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to look for any manufacturing deficiencies. In this case, we conducted a review of the manufacturing batch record and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. We are unable to confirm any quality defect or device malfunction at this time. No new failure mode has been identified. Medical assessment: this ptc was initiated due to a request for confirmation of quality. The reported medical events considered related are not indicative of a quality defect per se. 3 further ae case reports have been received to date in relation to the reported batch, but none of the cases refer also to a similar adverse types of events. No batch signal could be identified. The batch documentation of the reported batch was reviewed. No complaint sample was provided for further technical investigation. The technical assessment concluded unconfirmed quality defect. In summary, there is no reason to suspect a causal relationship to a potential quality deficit based on this report. This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ("on both sides the proximal end of the essure device was still within intramural portion of the tube that goes through the myometrium of the uterus"), menorrhagia ("heavy periods, passing clots / abnormal bleeding (menorrhagia)") and genital haemorrhage ("excessive bleeding") in a 32-year-old female patient who had essure (batch no. 626219) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included multigravida, parity 3 (delivery dates: (B)(6)2004; 31-(B)(6)2006; (B)(6)2007.), miscarriage in 2002, hyperemesis (2004, 2006, 2007), migraine in 2007, sciatic neuralgia (2004, 2006, 2007), multiple caesarean sections (in 2004, 2006 and 2007), menstrual flow excessive, nausea, d & c on (B)(6)2015, uterine bleeding and lipoma. Previously administered products included for birth control: nuvaring from (B)(6)2006 to (B)(6)2007. Past adverse reactions to the above products included pregnancy with nuvaring. Concomitant products included ondansetron (zofran) from 2006 to 2007. On (B)(6)2008, the patient had essure inserted. In 2008, the patient was found to have weight increased ("weight gain"). In (B)(6)2010, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), migraine ("migraines/migraines/headaches/migraines every month, corresponding with menstrual cycle"), vaginal haemorrhage ("abnormal bleeding (vaginal menorrhagia)"), fatigue ("fatigue"), nausea ("nausea") and headache ("headache"). In 2010, the patient experienced allergy to metals ("metal sensitivity/nickel allergy") with urticaria, arthralgia ("severe and persistent pain ¿ joints/ chronic joint pains (hips knees, back)/general joint pain") and bacterial vaginosis ("bacterial vaginosis") with vaginal discharge. In (B)(6)2011, the patient experienced dysmenorrhoea ("painful menstruation/dysmenorrhea (cramping)"). In 2012, the patient experienced dyspareunia ("dyspareunia/ dyspareunia (painful sexual intercourse)"). In 2013, the patient experienced pelvic pain ("pelvic pain/ pelvic pain ( cramps, aching)"). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), haemorrhagic anaemia ("problems with anemia / had excessive bleeding and began having problems with severe anemia"), pain ("full body aches/physical pain/pain"), gait disturbance ("walked like a 75 year old women"), alopecia ("hair loss on my head"), hirsutism ("excessive hair on my face"), acne ("deep systemic acne"), tremor ("hand tremors"), abdominal distension ("belly bloat"), frustration tolerance decreased ("frustration"), abdominal pain lower ("horrible cramping"), joint stiffness ("stiffness of my joints"), ovulation pain ("stabbing pain I felt once a month/ pain that doubled me over/it always occured when I was ovulating"), hypoaesthesia ("numbness in her legs"), vitamin d deficiency ("vitamin d deficient"), pruritus ("itching in legs") and back pain ("back pain") and was found to have grip strength decreased ("not able to hold pencil in my left hand without shaking so bad I dropped it"). The patient was treated with diphenhydramine hydrochloride (benadryl itch), iron, promethazine and surgery (d and c, robotic hysterectomy with bilateral salpingectomy. And salpingo-oophorectomy; hysterectomy, salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6)2015. At the time of the report, the embedded device, menorrhagia, genital haemorrhage, haemorrhagic anaemia, pelvic pain, dysmenorrhoea, pain, vaginal haemorrhage, allergy to metals, weight increased, bacterial vaginosis, gait disturbance, alopecia, hirsutism, acne, tremor, abdominal distension, frustration tolerance decreased, abdominal pain lower, joint stiffness, grip strength decreased, nausea, ovulation pain, dyspareunia, hypoaesthesia, vitamin d deficiency, pruritus, back pain and headache outcome was unknown and the migraine, fatigue and arthralgia was resolving. The reporter provided no causality assessment for dysmenorrhoea with essure. The reporter considered abdominal distension, abdominal pain lower, acne, allergy to metals, alopecia, arthralgia, back pain, bacterial vaginosis, dyspareunia, embedded device, fatigue, frustration tolerance decreased, gait disturbance, genital haemorrhage, grip strength decreased, haemorrhagic anaemia, headache, hirsutism, hypoaesthesia, joint stiffness, menorrhagia, migraine, nausea, ovulation pain, pain, pelvic pain, pruritus, tremor, vaginal haemorrhage, vitamin d deficiency and weight increased to be related to essure. The reporter commented: following essure removal: migraines stopped or lessened dramatically (one per month instead of 27 days per month), fatigue lessened, severe and persistent joint pain lessened. 2 coils noted after placement current weight: 240. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 32.3 kg/sqm. X-ray - on (B)(6)2008: results: fully blocked both sides. ¿concerning the injuries reported in this case, the following ones were reported via social media: menorrhagia; hemorrhagic anemia (confirming anemia); pelvic pain; migraine; gait disturbance; alopecia, acne, hirsutism, tremor, abdominal distension, frustration tolerance decreased; abdominal pain lower; joint stiffness; grip strength decreased and ovulation pain .¿ quality-safety evaluation of ptc: final assessment: lot number 626219, production date: 11/2007, expiration date: 10/2009. Since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to look for any manufacturing deficiencies. In this case, we conducted a review of the manufacturing batch record and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. We are unable to confirm any quality defect or device malfunction at this time. No new failure mode has been identified. Medical assessment: this ptc was initiated due to a request for confirmation of quality. The reported medical events considered related are not indicative of a quality defect per se. 3 further ae case reports have been received to date in relation to the reported batch, but none of the cases refer also to a similar adverse types of events. No batch signal could be identified. The batch documentation of the reported batch was reviewed. No complaint sample was provided for further technical investigation. The technical assessment concluded unconfirmed quality defect. In summary, there is no reason to suspect a causal relationship to a potential quality deficit based on this report. Most recent follow-up information incorporated above includes: on 18-feb-2019: pfs and mr received - event back pain, headache and on both sides the proximal end of the essure device was still within intramural portion of the tube that goes through the myometrium of the uterus. Medical history added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.